Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and error during the basic occlusion test as a result of a loose drive support disk. The device had a missing end cap sticker.